Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing on lvad support. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The senior perfusionist reported that the patient's perc lead was kinked and when the lead was moved, the patient would experience red heart alarms. The manufacturer's technical support performed an xve lead replacement. Four weeks later, the pump was exchanged without further incident.